Manufacturer narrative:
Device evaluation found the reported complaint condition was not duplicated or confirmed in log data. There are no alarms associated with the reported complaint found in the log data. The console was tested and passed all functional testing.

Event description:
The hospital biomedical engineer reported an issue encountered by the perfusionist while using the mps2 console. The report stated that the console's antegrade valve remained open during the procedure when it should have been closed. There were no patient complications reported as a result of the alleged issue. The console was returned to the manufacturer for evaluation.